Event description:
It was reported that during a ptca/stent procedure the dilatation catheter would not deflate. A 20 cc syringe was used, and it deflated on the second attempt. The pt remained stable throughout the procedure.